Event description:
Customer reported the panorama central station lost communication with ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Correction included replacement of power supply for wireless transceiver (tim).